Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for normal end of life indicators. Upon receipt, engineering calculations determinied this device did not meet expected longevity as described in labeling.